Event description:
As reported by the edwards field clinical specialist, the rf3 delivery system's balloon ruptured during deployment of the sapien valve. The balloon was extremely difficult to remove initially, but was eventually removed with the sheath. Upon removal, both longitudinal and horizontal tears were evident. Per report, a surgical cutdown was performed for a transaortic approach via the second intercostal space. Balloon aortic valvuloplasty (bav) was performed with the edwards 23mm balloon. One inflation was performed with rapid ventricular pacing (rvp). Upon deployment of the sapien valve under rvp the balloon rupture occurred. The delivery system and sheath were removed as one unit while the surgeon maintained hemostasis. The sapien valve was assessed via tee. No paravalvular leak was noted; however, significant cai was noted. The sapien valve was positioned 50:50 within the native annulus. The patient was hypotensive, but stable, and managed by anesthesia. The decision was made to deploy a second sapien valve within the first sapien valve. The first sapien valve was crossed with an .035 amplatz extra stiff 3mm j wire. The second sapien valve was introduced and deployed under rvp. The sapien valve was placed completely within the first sapien valve, and the delivery system was removed without incident. No paravalvular leak or central aortic insufficiency was noted following deployment of the second sapien valve. The patient was stable and surgical repair of the access site was performed. Additional investigation revealed the following: per the physician inflating the rf3 delivery system, he had not emptied the syringe when the balloon rupture occurred. Consequently, the balloon was not fully inflated and inflation was not held for three or more seconds. However, the valve was stable and no paravalvular leak was detected by tee. Anesthesia did not comment on the leaflets coaptation, only that there was significant cai. The native aortic valve was severely calcified, with a bulky distribution of calcium. The perceived cause of the cai was damage to the sapien leaflets, possibly as a result of the balloon rupture.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The delivery system was returned in a used condition. The distal balloon portion of the delivery system was returned separated from the rest of the delivery system. Upon visual inspection, a longitudinal tear was observed along the majority of the length of the balloon. The returned balloon component was observed to have severe creases along the length of the balloon. Visual inspection along the balloon tear line did not reveal any surface defects such as scratches, fish eyes, or gel spots. The balloon separated into two pieces transversally, with the transverse tear occurring near the proximal area of the balloon. Visual inspection along the transverse tear line did not reveal any surface defects such as scratches, fish eyes, or gel spots. The balloon component likely tore into two pieces due to high forces used in attempts to retrieve the device, as evident by observing the stretched balloon material. A dimensional analysis revealed that the distal double wall thickness measurements did not meet specification with a high value. These high values are most likely due to the severe creases on the balloon wall creating an extra thickness on the balloon surface. This condition present in the returned sample may have caused the measurements to be biased high. It is unlikely that these measurement results (indicating thicker material) would correlate with impaired balloon resistance to burst. A DHR review revealed that the product verification balloon burst samples from the delivery system work orders and balloon component work orders passed balloon burst testing. None of these work orders revealed any issues that could have contributed to this complaint. A review of the complaint database revealed similar complaints. Of these complaints with product returned, engineering evaluations of the returned complaint devices were concluded to have no manufacturing non-conformances. Per the instructions for use (IFU), balloon rupture is a potential adverse event associated with balloon aortic valvuloplasty and the transcatheter aortic valve replacement procedure. The IFU and the training manual instruct operators to inflate the balloon during the sizing portion of the preparation procedure. Any ruptures or damage to the balloon is highly detectable prior to the insertion of any devices into the patient. Every balloon is 100 percent inspected for separation at bond sites, deterioration, and contamination, as well as inflated to inspect size, and the manufacturing process includes a 100 percent balloon pressure decay leak test. The complaint was confirmed, but no manufacturing non-conformities could be found in the returned sample. Available information suggests that patient factors (severely calcified valve with bulky calcification) may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that the occurrence rate exceeds control limits for the month of (B)(4) 2012 for this failure mode. Therefore, no further corrective or preventive action is required.